Event description:
Procedure type: low anterior resection. According to the reporter: there was a delay in operating time of 95 minutes. The surgeon applied the device but not all the staples/clips deployed. He resected the device and applied a second product with the same results. The surgeon then hand sewed the device but didn't feel comfortable with it, so he hand sewed the anastomosis.